Event description:
Per provider, warranty replacing the previously recalled joystick from a month ago. Intermittently wont turn off. Also erroneous error codes coming up on the joystick screen for left and right motor errors.